Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), there was an acute position change and increase in threshold upon tether removal. The device was snared through the delivery system then redeployed to a new location. The device remains in use. No patient complications have been reported as a result of this event.